Manufacturer narrative:
Waiting for device to perform analysis.

Event description:
Patient had a new implant. Upon doing first impedance check the device was out of range and impedance was registering over 20,000 ohms. Leads were removed and check was repeated. Range was still over 20,000. Set screws were loosened and retightened and repeated impedance again and it registered in range with reading of 584 ohms. Implant proceeded and when device was placed in pocket and final settings and checks done once again it was in excess of 20,000. Upon inspection on mayo stand it was noted that the connection for electrode 2 in the header block was not aligned correctly and the lead seemed to not go in far enough. After several attempts to fix it we decided to get a new ipg to complete the case. The new ipg had an impedance of 323 and case was completed with no issues.